Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted lower anterior resection surgical procedure, there was insufficient coagulation function, therefore tissue adhesions developed. The procedure was aborted with no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no further details could not be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument to perform failure analysis (fa) testing. Fa was not able to confirm/reproduce the customer-reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the self-test homing and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity, cut, jaw gap verification and grip force tests. The grip force test result was 8.399 lbs. The energy delivery test was performed with various orientations of the grip tips and passed. No ceramic dots were missing. A review of the logs showed no errors.

Event description:
Refer to h10/h11 for follow-up information.